Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital following a suicide attempt. The physician reported that the patient had not had any dopaminergic medication since the day prior to the suicide attempt. The patient's medication was reinstated and the patient was discharged from the hospital. The event is considered recovered. According to the physician the reported event is not related to the procedure or hardware.